Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the monitor produced service code 203, indicating an internal pulse test failure. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed testing.

Manufacturer narrative:
Additional information/device evaluation 09/28/2016. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor produced service code 203, indicating an internal pulse test failure. Further testing indicated that the monitor produced a 'zero energy' fault. Upon evaluation, the high voltage capacitor c19 was detached from the defibrillator board. The cause of the pulse test faults is the detached capacitor. The cause of the detached capacitor is improper application of epoxy at the solder connections. The root cause of the improper application is a manufacturing error. An internal corrective action had since been issued for the error and is considered effective. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the monitor produced service code 203, indicating an internal pulse test failure. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed testing.